Manufacturer narrative:
Additional information provided in d.1, d.2, d.4, d.10, g.1, h.2, and h.11. D.3. Product manufacturing site updated due to receipt of product details. G.9. Manufacturer report number corrected and reported under 1644019-2025-03714. The manufacturer internal reference number is: (B)(4). H.10 reflects all related report numbers associated with this product event that have been submitted at this time.

Event description:
A health care professional reported that the phacoemulsification tip was broken, and capsular bag ruptured during cataract surgery. The procedure type was unknown. There was no information about patient impact. Additional information was requested but none received till day. This report pertains to the phacoemulsification tip involved in this complaint.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4). H.10 reflects all related report numbers associated with this product event that have been submitted at this time.